Event description:
An emergency surgical intervention (revision) was reportedly performed on a pt that experienced left lower extremity complications after initial implantation of a plus spinal fixation construct including thoracic spine level t8. The initial spinal construct was replaced with a new construct. At the time of this report, the pt did not improve from its left lower extremity complications. The event occurred in 2007.